Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer¿s representative and a consumer regarding a patient who was receiving 2000 mcg/ml of baclofen at 300.1 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. On (B)(6) 2017, it was reported that an empty pump alarm had occurred on (B)(6) 2017. The patient had missed their refill date because they did not know when it had to be refilled and the patient¿s care giver believed that it was not working for the patient; that they had not seen any change in the patient¿s spasticity since the patient had the pump implanted. The patient did not have any withdrawal symptoms when the medication ran out. The patient¿s care giver did not want to do anything with the pump and requested that the pump be stopped. The patient¿s care giver indicated that the patient was not doing well mentally and did not want the patient to undergo another surgery. The pump alarm was considered resolved.